Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent jjgc.

Event description:
Os 112585 the dentist reported that 1 year and 7 months after the dental implant was installed in intraoral region #29, it was verified its loss of osseointegration. Forty-five ncm of primary stability was achieved and immediate load was performed. The patient presented bone type ii.